Event description:
Device 2 of 4. Reference MFR # 1627487-2012-12438, reference MFR # 1627487-2012-12440, reference MFR # 1627487-2012-12441. It was reported the pt has not used the system for greater than two years. The sjm rep interrogated the system and all leads have invalid impedance. Reportedly the physician ordered x-rays. The next course of action was undetermined. Note the pt has two leads from the same lot number.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.